Manufacturer narrative:
To date the incident devices have not been received for evaluation. If the devices are received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial implant on (B)(6) 2012 with a bifurcated stent and an infrarenal aortic extension. On (B)(6) 2016 the patient came in emergently hypotensive. A computed tomography (CT) scan showed a potential implant separation. The physician elected to repair the implanted devices. The patient expired before the procedure could be completed.

Manufacturer narrative:
At the completion of the complaint investigation, based on the limited information provided, the clinical evaluation was able to confirm the reported type 3a endoleak and patient hypertension. The patient information provided was not sufficient to confirm a component separation. Additionally there was evidence to reasonably support the following observations; rupture, intraoperative abdominal compartment syndrome resulting in an emergent open abdomen, evacuation of a large retroperitoneal bleed, placement of a drain, intraoperative respiratory failure, and pulmonary edema. The clinical assessment was unable to identify potential contributing factors that may have led to the reported event. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause at this time.